Event description:
It was reported that prior to starting a da vinci si surgical procedure, a broken tip was found on the small clip applier instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that both clip applier grips were broken. The missing pieces were not returned. Additional observation found was abnormal wear through the entire main tube from proximal to distal end. The surface of the main tube was slightly discolored, no longer smooth, and was splintering off. Material loss was evident. Evidence not conclusive, but the grip and main tube damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.